Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the reload was fully fired. Staple pushers were observed to be sub-flush and the reload jaws would not fully close. Visual evaluation of the two returned staples noted that the staples were malformed. Functionally the reload was loaded into a pmv instrument and was cycled without hesitation or binding. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur under the following conditions: application over tissue that is beyond the recommended thickness range; application with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a colon procedure. The manual stapling handle and reloads were being used for the functional end-to-end anastomosis. During the second firing the surgeon felt the firing was not smooth. The surgeon fully fired the device, then removed it from the tissue and checked the staple line. However, some staples were 'v' formed on the tissue. At the third firing, the surgeon fully fired the device and the staples over the tissue were well formed. However, some of the staples which were not over the tissue were malformed. A few of the staples were removed but others were not removed. The procedure was completed with another device. The surgical time was extended by less than thirty minutes. There was no patient harm. The status of the patient is no problem. No reinforcement material was used.